Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device also had a cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks near the battery compartment and cracks around the display window. The customer's blood glucose is unknown. The insulin pump was replaced and returned for analysis.